Event description:
It was reported that on (B)(6) 2023, an 18mm-18mm amplatzer talisman pfo occluder was chosen for implant using an 8f amplatzer talisman delivery system. During the procedure, it was reported the implanting physician was unable to push the delivery sheath through the patient's left vena cava and felt a resistance. It was found that the first delivery system had a dent at the end of the sheath. A decision was to replace the delivery system with a second 8f amplatzer talisman delivery system. The patient did not have tortuous anatomy. There was no clinically significant delay in the procedure due to this event. The patient remained hemodynamically stable throughout the procedure and their status was reported as stable.

Manufacturer narrative:
An event of difficulty advancing the delivery system through the patient's anatomy and the damaged delivery system was reported. The device was returned to abbott for investigation, and found that the distal tip of the delivery sheath was damaged. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. The cause of the reported incident could not be conclusively determined.h6 medical device problem code: code 1316 removed.

Event description:
It was reported that on (B)(6) 2023, an unknown sized amplatzer talisman pfo occluder was chosen for implant using an 8f amplatzer talisman delivery system. During the procedure, it was reported the implanting physician was unable to push the delivery sheath through the patient's left vena cava and felt a resistance. It was found that the first delivery system had a dent at the end of the sheath. A decision was made to abort the procedure and replace the delivery system with a second 8f amplatzer talisman delivery system. The patient did not have tortuous anatomy. There was no clinically significant delay in the procedure due to this event. The patient remained hemodynamically stable throughout the procedure and their status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information..